Event description:
It was reported that the patient was experiencing rib stimulation when therapy is turned on. Imaging confirmed that the leads migrated. The patient underwent a lead replacement procedure and is doing well postoperatively. The explanted devices were not returned as it was discarded by the center.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last month ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).